Event description:
A pt reported blood glucose results of 50 mg/dl and 131 mg/dl with a lifescan meter, performed within 10 minutes of each other. A check strip test was performed and the result fell within range. The pt re-tested and obtained results of 161 mg/dl and 131 mg/dl. Meter and test strips were replaced.